Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50 serial #: (B)(4), description: infinion1x16 perc lead kit-50 cm; model #: sc-4316, lot #: 16204848, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had developed an infection at the pocket site. Symptom includes drainage at the site. The physician did not believe that the infection was device related. The patient was administered antibiotics and underwent an explant procedure.